Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The complaint of unresponsive keypad buttons was unable to be duplicated.